Manufacturer narrative:
Review of the submitted system controller log files confirmed the report of elevations in flow and pi events; however, a specific cause for this finding could not conclusively be established through this evaluation. The system appeared be operating as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange for suspected thrombus was reported under medwatch MFR report # 2916596-2017-02356. (B)(4). Approximate age of device ¿ 14 days the patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the morning of (B)(6) 2017 the flow estimation was elevated. The patient was asymptomatic. Initial lvad implant was on (B)(6) 2017 with pump exchange for thrombus on (B)(6) 2017. A representative of the manufacturer''s technical services team reviewed the submitted log file and observed device parameters consistent with device thrombosis. On (B)(6) 2017 it was reported that the patient had a decrease in level of consciousness. Another log file analysis revealed trends consistent with thrombosis. On (B)(6) 2017 the patient presented to the clinic with complaint of dizziness, shortness of breath with mild exertion, and fatigue. The hemolysis panel was reportedly negative. No additional information was provided.